Event description:
A copper result was ordered for a patient sample, then disabled in the aptio automation system. After being disabled in the aptio automation system, the sample was tested and a result was sent to the centralink data management system. The result was not reported to the physician(s) because it was held for review due to a quality control failure. There are no known reports of patient intervention or adverse health consequences due to a test in the centralink data management system being enabled after being disabled in the aptio automation system.

Manufacturer narrative:
Siemens healthcare diagnostics has evaluated the incidence of patient test results being released after being disabled in the aptio automation system. It has been confirmed that when centralink software versions (B)(4) are interfaced with an aptio automation system, a patient test result can be released despite previously being disabled. It is a rare occurrence and can only occur when a specific sequence of events all take place. Customers in the united states were sent urgent medical device correction (umdc) 10816880 and customers outside the united states were sent urgent field safety notice (ufsn) 10816857, both entitled "centralink data management system: disabled test in centralink system or aptio system may become enabled in centralink system," in october 2013. The umdc/ufsn explain the sequence of events that can cause this and the actions to be taken by the customer to prevent the issue from occurring.